Event description:
During a remote follow-up, episodes of far field r-wave oversensing resulting in inappropriate mode switch were observed on the device. Technical support was contacted and device reprogramming is anticipated. The patient was stable.